Event description:
It was reported that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: material#: 304656 batch#: 4205617 it was reported by the customer that black foreign object in syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #:(B)(4). Defect description: customer report: ¿black foreign object in syringe.¿ xxxx kit #: dynjra1665b xxxxxx part #: 153245 product description: syringe 5ml ll bns vendor part #: 304656 lot #: 4205617 date reported: 10/28/2025 sample received: no response needed: completion of the attached sop31 form within 15 days of receipt 304656 4205617 additional information provided: "I want to clarify that the particulate isn¿t coming from the medication¿they no longer encountered issues when they used a different syringe that wasn¿t supplied in the kit."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one photo was received by our quality team for evaluation. In the photo, a syringe contains a white liquid with a black-colored particle; therefore, foreign matter in the syringe can be verified. Although the photo shows what could be a particle or foreign matter, the absence of the physical sample makes it impossible perform identification analyses to determine the origin or nature of the material. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined without a physical sample. This incident has been added to our database of reported incidents.

Event description:
No additional information.